Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for scheduled device replacement procedure and lead revision, high out of range, high voltage capture threshold and low, out of range, high voltage lead impedance issue was observed on the lead. Occasionally intermittent oversensing issue was observed. Lead was explanted and a new lead was implanted without any adverse events. It was also noted that the lead was kinked and bent at the tip of the lead. Patient was stable prior, during and post procedure and will continue to be monitored.